Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a pipeline that failed to open at the distal end. The patient was undergoing a procedure to treat an unruptured saccular right ophthalmic artery segment aneurysm. The aneurysm max diameter was 17.4mm and the neck diameter was 6.4mm. Vessel tortuosity was minimal. Dual antiplatelet treatment (dapt) was administered. It was reported that the pipeline and all accessory devices were prepared as indicated in the instructions for use (IFU). During deployment, the distal tip of the pipeline could not be opened. It was noted that the pipeline was not positioned in a vessel bend. The pipeline was less than 50% deployed when the failure to open occurred. The pipeline was resheathed 2 or less times without opening successfully. The pipeline was resheathed and removed from the patient's body with the microcatheter. The pipeline was replaced to complete the procedure. There was no harm or injury to the patient. Post-procedure angiography showed smooth blood flow.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-81850), ruler (m-83360), camera (panasonic lumix dmc-zs5) as found condition: the pipeline flex device was returned for analysis within a shipping box; within an unsealed plastic biohazard pouch; within an opened pipeline flex inner pouch; within a dispenser coil and within an introducer sheath. The unknown micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: no damages were found with the pipeline flex proximal pusher. The hypotube was found stretched with the ptfe shrink tubing intact. The distal delivery wire and braid were found separated from the hypotube proximal to the wire weld and remained within the introducer sheath. The introducer sheath was cut to remove the distal wire/braid. The resheathing pad, proximal bumper and resheathing marker were found loose on the distal wire. The ptfe dps sleeves was found undamaged. The tip coil was found undamaged. Both braid ends were found tapered, damaged, and frayed. Testing/analysis: the separated distal wire was sent out for eds analysis. Conclusion: based on the analysis findings, the customer report of ¿failure/incomplete open distal (flex)¿ was confirmed. Possible causes of incomplete open are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel bend, presence of other indwelling stents or inappropriate anatomy. Customer reported braid was not placed in a bend, pipeline was resheathed twice or less times, vessel tortuosity as minimal and devices were prepared per IFU. From the damages seen on the braid (damaged); distal wire (separation), proximal bumper/resheathing pad/pad restraint (separation); it appears there was high force used. It is possible these damages occurred when the customer attempted to advance/retrieve the pipeline flex through the catheter against resistance. Possible contributors towards the failure are patient vessel tortuosity, or lack of continuous flush. The distal wire of the pipeline flex delivery system was possibly detached due to the solder tensile fai lure when attempting to retract the pipeline flex against resistance. A review of the manufacturing process (mp1664, mp1647, mp1720, <(><<)>(><(>&<)><(><<)>)> vs2022) did not uncover any deficiencies with regards to the soldering process. Proper soldering technique and surface pre paration (tinning) were well defined and documented appropriately in the associated manufacturing procedures. In addition, the elemental analysis conducted through scanning electron micrographic (sem) / energy dispersive spectroscopy (eds) showed presence of sold ering material (tin); thereby indicating that the soldering was conducted. The proof load of 2.5n performed on 100% of the devices (section starting with hypotube solder to distal pad solder joint). There was no non-conformance to specification that led to the detachment issues. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported no additional steps or other devices were used to open the pipeline.

Manufacturer narrative:
A4. Pt weight (65kg) updated. B5. Updated with additional information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.